Manufacturer narrative:
Technical services provided the reagent safety data sheet to the customer and no further action is required. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. (Expiration date ) : 08\05\2023.

Event description:
The customer reported accidentally splashed the reagent solution into her eyes with binaxnow covid-19 antigen self-test. The customer mentioned that her eye was a little boggy. No additional patient information, including treatment and outcome, was provided.